Manufacturer narrative:
The insulin pump had no button response from the up button due to an unlocked keypad connector. The insulin pump was received with a cracked case on the display window corners, a crack on the display window, minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip, scratches on the reservoir tube window, scratches on the case and a broken belt clip slot.

Event description:
It was reported that the insulin pump had broken battery thread near the case. Customer most current blood glucose level was not available. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.